Event description:
It is reported, secondary antibiotic flowed past the back check valve on the primary set into the primary bag. No patient harm to report.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. No product or photo was returned by the customer. The customer complaint of flow issues back flow could not be verified due to the product not being returned for failure investigation. A device history record review (B)(4) units in 1 lot number was built on 22nov2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2026-00921 was sent in error. This event was previously reported via MFR 9616066-2026-00964.

Event description:
No additional information.